Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer¿s blood glucose level was unknown. Customer stated that unexpected restart occurred several times. Customer stated that pump has stopped functioning all together even with battery change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self-test, unexpected restart error test and displacement test. No unexpected the one-minute non-destructive ram test failed alarm ,unexpected restart alarm or reset time or date anomaly after change battery noted during testing.